Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The umbilical cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that not all frames were being saved during 2d imaging. There were no clinical impacts.

Manufacturer narrative:
The cable was returned to the manufacturer. Performance testing found that the component failed bench tests and was determined to be malfunctioning. If information is provided in the future, a supplemental report will be issued.